Manufacturer narrative:
We reviewed the DHR for this chair, and it passed all applicable quality tests and configuration requirements, and met specifications as ordered by the dealer when it left the facility. The dealer and/or a therapist measure the user for a wheelchair. Tisport as the manufacturer builds the chair based on the measurements provided to us from the dealer and/or therapist.

Event description:
As described by the dealer, the customer allegedly flipped out of his wheelchair during a transfer and broke his leg. We have not been provided any additional information about the injury, other than these allegations, at this time.